Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014).the patient¿s meter has been returned on 9/23/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA with a use error issue (testing in setting mode). The complaint was classified based on the customer care advocate (cca) documentation. On of the day of the call to lfs at 6:15 pm, the patient was unable to obtain a blood glucose test due to the use error issue (testing in setting mode). Within 2-3 minutes, the patient claimed she was feeling shaky. She did not take any action in regards to diabetes management due to the reported issue. There was no report of any required hcp treatment. The issue was resolved with training on the day of the call. This complaint is being reported because, the patient had symptom suggestive of hypoglycemia after the testing in setting mode issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.